Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (blank screen) issue. It was reported that the display screen was blank but the pump had audible tones. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/04/2013 device evaluation:the device has been returned and evaluated by product analysis on 10/24/2013 with the following findings: during investigation the pump powered on and displayed the verify screen. The complaint of a blank display was not duplicated during evaluation; the display was operating properly. The pump's cover was removed and no damage was found to the display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).